Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on 08/03/2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.